Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this right ventricular (rv) lead felt a popping sound when laying on the left side and there were no other symptoms reported. This lead remains in service. No adverse patient effects were reported.